Event description:
Per the clinic, the patient experienced significant intraoperative bleeding during the osia implantation surgery which was difficult to control, resulting in hematoma formation (specific date not reported). Subsequently, the device was explanted and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
Correction: the correct date of awareness for the initial MDR report is april 22, 2026 not april 15, 2026 as previous reported. The device was explanted on (B)(6) 2026, and the patient was reimplanted with another cochlear device during the same surgery.